Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The pt's downtime was not known. When the operator attempted to monitor the pt's ECG using disposable defibrillation/ECG electrodes, the device allegedly displayed a connect electrodes message. CPR amd oxygen were administered during transport to the hosp. The pt was not resuscitated. The reporter did not know if the reported malfunction may have caused or contributed to the pt's outcome.